Event description:
On 08/12/2024 additional information was provided by a sales representative via email who stated that the event date was (B)(6) 2024. The procedure performed was an rtsa w/ augmented baseplate. An arthrex representative was present. The patient's bone quality was normal. A rongeur was used around the glenoid first.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the device was chipped around the edges of the fitting hybrid hudson. Functional testing was not performed because the devices were returned stuck and unable to be separated. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.

Event description:
On 08/08/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, and an ar-9597-10 angled reamer sleeve cold-welded together and no longer work. This occurred during a case, with no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.